Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the clips "didn't clip correctly"? Were the clips malformed (unformed, clip gap, etc.)? Were the clips scissored? Did the clips not hold on the tissue/vessel once placed?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired or no clips were discharged; only five clips ended up firing and three didn't clip correctly. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify how the clips "didn't clip correctly"? Were the clips malformed (unformed, clip gap, etc.)? Were the clips scissored? Did the clips not hold on the tissue/vessel once placed? Response received: unknown

Manufacturer narrative:
(B)(4). Batch # p91w29 the analysis results found that the er320 device was returned with no damage in the external components. In addition, the (B)(4) was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 13 conforming clips; however, the clips were fed intermittently. In addition, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be jammed causing the feeding issue and the failure of the lockout feature. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.